Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, an e216 error, physical stress, deterioration or breakage of the adhesive, and image disappearing during the angle were noted. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the endoeye flex deflectable videoscope display a b30 scope communication error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Alternatively, it is also likely that the communication status with the system has become unstable due to foreign matter adhering to the electrical contacts of the video connector. Olympus will continue to monitor field performance for this device.